Event description:
Voluntary medwatch report received via cdrh that states, "extension tubing set split upon pt's return from c.t. Scan. Incident occurred during injection of contrast via pressure infuser. "Further info received from the reporter indicated that there was no pt injury, blood loss or bleedback with the incident. The reporter was unable to track the occurrence report on the incident. Therefore, product, pt and event data was not provided. Add'l info was requested, but no further info was available.